Manufacturer narrative:
Additional information was received by the customer regarding the patient event. The patient was female and did not pass away until several days after the reported event. The hospital risk manager stated that the reported device issue occurred during an elective cardioversion procedure and had nothing to do with the patient's death.

Event description:
The customer (biomedical engineer) reported that during a synchronized cardioversion procedure on a patient in the ICU, the nurse performing the therapy attempted to deliver the synchronized shock and the device reportedly did not deliver the shock. The staff in the ICU then increased the gain, and increased the defibrillation energy to 250 joules and attempted to deliver another shock; however, no shock was actually delivered. The ICU staff checked all the connections on the device, the batteries and changed out the defibrillation electrodes and the device still failed to deliver a shock. Following the reported device issue, the ICU staffed employed a back up device and was able to successfully deliver energy to the patient. The patient did not survive the event. (B)(6).

Event description:
Additional information was received by the customer regarding the patient event. The patient was female and did not pass away until several days after the reported event. The hospital risk manager stated that the reported device issue occurred during an elective cardioversion procedure and had nothing to do with the patient's death.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported device issue. Physio also reviewed the electronic patient event record from the device. After a thorough evaluation, it was confirmed that the reported issue was caused by use error. The device user did not select an ECG lead on the device with the greatest amplitude (positive or negative) or increase the gain until the last shock attempt. This is necessary to confirm proper placement of the sense markers for synchronized cardioversion on the device. The user also disarmed the defibrillation shock several times without an attempt to deliver energy, following the first attempt.